Event description:
It was reported that the customer attempted to suspend insulin delivery but that the insulin pump delivered the full bolus amount. The customer stated that she had some low blood glucose levels the other day due to her delivering too much insulin. She had treated the low blood glucose with skim milk and food. She reported that while attempting to bolus for her dinner on the day of the call, she overestimated the amount of carbohydrates she was going to consume. She stated that the device suggested 11.7 units of insulin to be delivered. While she started to deliver that amount, she decided it was too much, and when she tried to suspend the delivery by pressing esc, she was unable to stop the device. Upon troubleshooting, the customer was able to successfully suspend insulin delivery while remaining disconnected. She was advised to press act for the option to suspend rather than esc. The most recent blood glucose reading was 188 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.